Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a crack top case, cracked bottom case, cracked plunger case, and a missing battery. The event history log revealed a 'primary audible alarm bgnd test' alarm. Functional testing was unable to duplicate the problem, audio test was performed, and no problem found on speaker. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 'primary audible alarm background test'. There was no patient involvement.